Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that the health care professional (hcp) programming assistance was requested for this pacemaker. To address farfield signal oversensing, without significantly impacting detection of the patient's underlying paroxysmal atrial fibrillation (af). This pacemaker remains in service. No adverse patient effects were reported.